Manufacturer narrative:
Upon investigation of the actual device used in this incident found door was clicking multiple times when trying to access. A field service engineer found that the microswitch was in the incorrect position, moved it so the microswitch was activated when open. Tested and confirmed the switch was functioning properly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.